Event description:
Patient came into hospital for a generator change on a sub q ICD that was placed 3 years ago for rapid battery depletion for unknown reason. Battery interrogation on 3/8/2020 noted the battery status to be at eol on (B)(6) 2020. FDA safety report ID# (B)(4).